Event description:
Updated summary: customer said he might have given himself too much insulin. There was no allegation of over delivery. Paramedics were called and he was taken to the emergency room for a blood glucose of 30 to 40mg/dl. The low was treated with food/glucose/carbohydrate intake. No further troubleshooting was done. It was unknown if pump was used within 48 hours of the low. It was unknown if smart guard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible over delivery anomaly. The customer reported blood glucose value of 30 mg/dl. The customer reported hypoglycemia, treated with ems visit, glucose/carb intake. Customer reported the following led up to the event: troubleshooting was performed for the event.the event involved product(s) unomedical, mmt-1884l, mmt-7040ma, mmt-332a. Customer reported low bgs. The use of the pump within 48 hours of the reported event and the status of the auto-mode feature were unknown. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-1884l. No product return is required for mmt-7040ma. No product return is required for mmt-332a.